Manufacturer narrative:
Although the reporter indicated that the used device would be returned for investigation, it was not forthcoming. Therefore a direct analysis was not possible. A review of the manufacturing history for device lot number 0653069 revealed that this lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations that would have contributed to the reported deviation. A review of complaint files disclosed that no other reports for this description and lot number have been received and we therefore believe that this is an isolated occurrence. Summary: the basis of the reported malfunction remains indeterminate. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
A stem cell transplant laboratory reports that while processing a thawed cord blood unit using the device, one its the spikes at the end of the connector line tubing completely detached and fell off from the set. The detachment occurred during the technicians spiking into the cord blood unit. The reporter surmised that the spike was not properly adhered to the tubing during manufacturing. A new device was attached to the cord blood unit and processing was completed without further incident. Overall there was a 1ml loss of stem cells reported.